Event description:
It was reported that the patient faced an event where canula was bent on (b)(6) 2026 and had high blood glucose managed with insulin via Pump.

Manufacturer narrative:
E1:Name: Medtronic Minimed, Country: United States of America, Street: 18000 Devonshire Street, City: Northridge, State: California, Zip Code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.